Event description:
The customer reported olympus that the oes bronchofiberscope had leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: peeling of the coating in the insertion part of the connecting tube (1mm squared or more)

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was confirmed; due to a pinhole in the connecting tube, water tightness was lost. In addition to the peeling of the coating in the insertion part of the connecting tube (1mm squared or more), the evaluation findings were as follows: the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the control unit was sticky due to water leakage, the scope cover had discoloration, the control unit had discoloration, the image guide bundle had a stain, the connecting tube had a dent, the "upward/downward" plate had discoloration, the grip had discoloration, the universal cord had a dent, and the eyepiece was deformed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: 3.2 preparation and inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.